Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the unit has an 8 wrench flash error code, a 5 flash error code as well.